Event description:
It was reported that during the removal of reflex plate, two inner shafts of removal driver broke.

Event description:
It was reported that during the removal of reflex plate, two inner shafts of removal driver broke.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the reported reflex hybrid revision driver screw extractor was confirmed visually to have the distal threaded tip broken off during surgery. The likely mode was torsional overload as examined visually. No manufacturing files were reviewed and no issues were found for this lot number. Excessive tightening could also result in the deformation of the instrument distal tip. Conclusion: the root cause is not determined; however the instrument fracture may a result of over tightening.